Event description:
A slic-screw was inserted to treat a soft tissue injury in the wrist of a (B)(6) female patient. After 2 weeks, the screw sections separated. The screw sections have not been explanted.